Manufacturer narrative:
Conclusion- lack of info, no device returned.

Event description:
An aneurx bifurcated stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported that approx 45 months past stent graft implant there was stent graft migration resulting a type I endoleak resulting in aneurysm enlargement. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. The stent graft was not returned for evaluation. No add'l clinical sequelae were reported and the patient is fine.